Event description:
It was reported that the ptca/stent procedure was to treat a bifurcation lesion in the rca, with a difficult takeoff. The guide wire was advanced with difficulty and kinked in the process. A balloon was advanced also with difficulty and used to pre-dilate the lesion. While wiping down the stent, the gauze slightly hung up on the stent, but the device was examined and determined to be fine. The stent delivery system (sds) was advanced over the kinked guide wire and the balloon was inflated at the lesion. At this time, it was noticed that the stent had slipped proximally, with the proximal end now on the shaft of the sds and the stent not fully deployed. The balloon was unable to be removed from the partially deployed stent, and during the attempt, the stent was dragged slightly proximal. The guiding catheter was deep seated up against the stent, and the balloon was removed. The balloon was used to complete the deployment of the stent, which due to the movement, ended up deployed partially on the lesion and partially proximal to the lesion. At this point a dissection was noted distal to the placed stent. A longer stent was then deployed on the distal part of the lesion successfully treating the dissection.